Event description:
The customer reported that their unit was "leaking cidex in three places". The customer reported that the unit was leaking under the left side of the unit, the bottom of the unit, and the right back. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Cidex solution leak, capital equipment, unit evaluated at the facility. The fse replaced the main harness and the disinfectant valve. She completed all system checks and the system was operating according to manufacturer specifications. Harness.